Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 06-nov-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the lens was received in a specimen cup in an unknown solution. During a visual inspection, the device was inspected under magnification. The lens was cut in half. Damage to the surface of the lens was observed, however no inclusions were identified. The complaint issue "inclusions" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) unfolded in the patient¿s operative eye with central opacity displaying a silver grey appearance. It was fully inserted into the patient's eye but was subsequently removed/explanted through the same incision. A sharp edge of iol nicked the iris causing very small hemorrhage; however, there were no long term adverse effects. Another dib00 iol was used to complete the procedure. The central opacity/foreign material was observed on the device and was successfully removed from the eye. Patient prognosis post-procedure is unknown. No further information is available.

Manufacturer narrative:
Photo device evaluation: no suspect product was received; however, a photo was provided by the customer. The photo shows an eye implanted with the suspected complaint product; a circular mark was observed on the optic of the lens. Due to no product received no further issues were observed and no further evaluation was performed. The complaint issue "inclusions" was not identified during photo evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.